Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed and exhibited error code 45520. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that pump alarmed and exhibited error code 45520. Log events were reviewed and there are no errors related to the customer complaint. There were no previous services reported. Visual and functional testing was performed. Complaint was confirmed during the power up test. Probable cause was a damaged keypad. The keypad was replaced and device passed testing post repair.